Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism e. Coli which is an organism that are normally found in human intestines. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to comorbid conditions of enteritis/colitis.

Event description:
On 6/jan/2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing cloudy pd effluent and abdominal pain. As a result, on (B)(6) 2022, the patient was hospitalized. The nurse stated the patient had a pd culture obtained which generated growth of the bacteria escherichia coli (e. Coli). It was stated the patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime and vancomycin. On (B)(6) 2023, the patient was discharged home. The patient is recovering from the event and continues pd treatments with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis. The nurse indicated the patient had concomitant enteritis, colitis, and suspected clostridium difficile infection which caused the patient¿s peritonitis event.

Event description:
On 6/jan/2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing cloudy pd effluent and abdominal pain. As a result, on (B)(6) 2022, the patient was hospitalized. The nurse stated the patient had a pd culture obtained which generated growth of the bacteria escherichia coli (e. Coli). It was stated the patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime and vancomycin. On (B)(6) 2023, the patient was discharged home. The patient is recovering from the event and continues pd treatments with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis. The nurse indicated the patient had concomitant enteritis, colitis, and suspected clostridium difficile infection which caused the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.